Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-07912, reference MFR. Report#: 3006705815-2018-00385. Follow-up revealed the patient underwent surgical intervention. During the procedure, the patient's right lead was found to be disconnected from the ipg header. As a result, the doctor decided to explant and replace the patient's leads (with a single lead/different model). The doctor also explanted and replaced the patient's ipg (with a different model per the manufacturer's device record database). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-07912. It was reported the patient has been receiving insufficient therapy. An impedance check revealed high impedance on the patient's right side lead. The patient was sent for x-rays and surgical intervention will take place to address the issue. Note: both of the patient's leads are being reported because it's unknown which lead is liable.